Event description:
A customer contacted beckman coulter inc., (bci) reporting an overflowing wash buffer reservoir from an access 2 immunoassay system. Customer stated there were no evident cracks in the reservoir. There were no reports of injuries to users/lab visitors or exposure to hazardous liquids.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011. The fse inspected the instrument and found the receptacle valve to be non-functioning to specifications. The fse replaced the receptacle valve and verified system performance to published specifications. Hardware is the root cause for this event.